Event description:
The customer reported to olympus that an error code was observed while using the evis exera iii xenon light source during an unspecified diagnostic procedure causing a 1-hour delay with the patient under anesthesia. The procedure was completed using a similar device. No medical intervention was required. There was no further harm or user injury reported due to the event. Olympus technical assistance center recommended cleaning the scope contacts with alcohol, and if unresolved, the unit will need repair.

Manufacturer narrative:
The suspect device was returned to olympus and the customer allegation was not confirmed. There were scratches on the top of the cover and dents on the front panel mouth, which were okay to use as is. The socket slider switch was worn out, which caused intermittent use of high intensity mode, and the interior of the socket tubing was corroded. The non-olympus lamp life meter was reading over 500 plus hours and the lamp life was expired. There was also corrosion inside the air pump tubing. The device was repaired and subsequently met functional and electrical standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report has been submitted by the importer under this MDR report number 2429304-2023-00247.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. Anesthesia/sedation was prolonged by one hour due to the reported b30 error. However, the customer¿s reported error could not be reproduced or confirmed. This supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.